Event description:
It was reported that there was low impedance and noise on the rv (right ventricular) lead, and poor thresholds and sensing on the atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284drg implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.